Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant cyclosporine a (csa) result. Quality control (qc) was in range on the day of event. A siemens headquarter support center (hsc) specialist evaluated the instrument data. Hsc recommended checking the sampler fluidics which would look for a possible kink in the sample tubing, and the motor lead screw to be replaced for the 100 ul metering pump. Hsc also recommended review of the area used in the performing of the assay on the instrument for wet spattering which may result in outliers. Siemens is investigating the issue.

Event description:
A discordant, falsely high cyclosporine a (csa) result was obtained on one patient sample on a dimension exl 200 instrument, upon 1st repeat testing. The discordant result was not reported to the physician(s). The same sample was repeated twice on the same instrument, and recovered lower, matching the initial result. A repeat result was reported to physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant cyclosporine a (csa) result.

Manufacturer narrative:
The initial MDR was filed on aug 11, 2017 additional information (08/11/2017): a siemens headquarters support center (hsc) specialist reviewed the event data and is unable to determine the cause of the event. The cause of the discordant cyclosporine a result is unknown.

Manufacturer narrative:
The initial MDR was filed on aug 11, 2017. Supplemental MDR was filed on aug 25, 2017. Additional information (09/01/2017): the customer exchanged reagent lot of cyclosporine the instrument is performing according to specifications. No further evaluation of the device is required.